Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Retention test strips of all test strip lots currently available on the market has been tested in comparison to the masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Roche diagnostics has issued a recall for this issue.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable inr results from a coaguchek xs meter with an unknown serial number. The initial result from a venous blood sample on the meter was 1.0 inr. The second result from a venous blood sample on the meter was 2.0 inr. The customer reported the 2.0 inr result to the physician. There was no allegation of an adverse event. Following the event, control testing was performed with acceptable results. The investigation is currently ongoing.